Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s.

Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for few hours. The blood glucose level was 284 mg/dl. No further information available.